Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 110 millimeters from the terminal end and missing the distal portion. The returned section has cuts likely associated with induced damage during extraction. Testing was completed to assess lead electrical performance. Measurements on the returned portion were within normal limits. Microscopic inspections noted calcification on the insulation, however, no other anomalies were observed on the terminal pin assembly and lead body. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance. This rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.